Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump would not turn on, replaced battery and anomaly persists. Customer's blood glucose was unknown. Customer was advised to disconnect from the device. The device does not show any signs of physical damage. The device was not dropped or bumped. The device was not exposed to moisture. Battery cap was not missing or damaged. Battery compartment and spring was neither damaged nor corroded. New battery was inserted display did not return. Customer was advised to clean battery compartment, inserted a new battery and display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The device had minor scratched display window, and cracked case at display window corners.